Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however it is believed the cause of the electrical issues was the dislodgement of the lead.

Event description:
During follow-up, a decrease of the sensing and increased threshold was observed on the right ventricular channel. Diagnostic imaging confirmed lead dislodgement. The lead was capped and a new lead was implanted. The patient was in stable condition.